Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer tried to restart the pump by removing the battery but there was no result. The customer stated that the pump was not dropped or bumped. The customer will be sent a replacement pump.